Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. Investigation revealed that the tip is broken by a user error, and therefore the complaint is not acknowledged. This complaint upon review was deemed to be reportable as tip breakage in eye was considered as serious, hence this complaint can be categorised as reportable. There is no information of any injury. All available information has been disclosed. This complaint has now been closed.

Event description:
We received a complaint the distal end of the tube broke. As it was a one time problem and as there are no consequences for the patient. Sample is available. All information has been disclosed.